Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated prior to the implant procedure and showed the gray bar. A different device was implanted. A week later, the device was interrogated again, but the gray bar remained. There was no patient involvement.